Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-01682 and 3005099803-2014-01683 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a bile duct stent deployment procedure performed on (B)(6), 2014. According to the complainant, a 0.035 straight jagwire guidewire was placed in the anterior segment of the right intrahepatic bile duct, a non bsc stone extraction balloon catheter was introduced. Then a 0.025inch guidewire was advanced toward posterior segment but unable to be placed there. About 5 minutes later, the 0.035 jagwire guidewire was successfully removed, however resistance was met. It was noted that the distal tip of the jagwire guidewire detached inside the patient exposing the corewire tip. The detached portion was confirmed during radiography. A second 0.035 straight jagwire guidewire was used however resistance was encountered and the distal tip also detached inside the patient exposing the corewire tip. A 0.025 guidewire was successfully advanced to the posterior segment by using a contrast tube and the tube stent was deployed. Both detached fragments have been removed from the patient, using forceps, during a planned procedure however the date is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.